Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump alarmed motor error during rewind process. Customer stated she does not use the sensor feature and is unable to rewind the insulin pump. Customer stated that she removed the battery and put back in and it alarmed again. During troubleshoot; customer was assisted on clearing the alarm but when getting to the rewind sequence it alarm motor error again. Blood glucose level is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.